Event description:
It was reported that the implantable cardiac monitor (icm) data collection was off. Data collection is now programmed on, the device remains in use. No patient complications have been reported as a result of this event.